Event description:
Caller reported a potential false (B)(6) urine hcg result with consult diagnostics hcg cassette vs ultrasound. An (B)(6) female pt came to the doctor as a continuation of ob care from another doctor's office. A potential false (B)(6) result was obtained using consult hcg urine cassette test. No quantitative testing was done; an ultrasound was performed at another doctor's office. The pt's last menstrual period was (B)(6) 2011. The caller indicated that no timer was used and the results were read immediately.

Manufacturer narrative:
Investigation pending.